Event description:
Allergan received a report that a male patient was treated on (B)(6)-2020 with coolsculpting to the bilateral upper abdomen, lower abdomen, and flanks using a cooladvantage coolcurve applicator. The patient was treated on 05-nov-2020 with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcurve applicator. The patient was treated on (B)(6)2020 with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcurve applicator. The patient was treated on (B)(6)2020 with coolsculpting to the bilateral upper abdomen and lower abdomen using a cooladvantage coolcurve applicator. In february 2021, the right lower abdomen and left posterior flank developed firmness, tenderness, and a well demarcated visibly enlarged mass. On (B)(6)2021 the patient was assessed by a physician who diagnose the left posterior flank and right lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen, lower abdomen, and flanks using a cooladvantage coolcurve applicator. The patient was treated on (B)(6) 2020 with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcurve applicator. The patient was treated on (B)(6) 2020 with coolsculpting to the bilateral lower abdomen using a cooladvantage coolcurve applicator. The patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen and lower abdomen using a cooladvantage coolcurve applicator. In (B)(6) 2021, the right lower abdomen and left posterior flank developed firmness, tenderness, and a well demarcated visibly enlarged mass. On (B)(6) 2021 the patient was assessed by a physician who diagnose the left posterior flank and right lower abdomen with paradoxical hyperplasia (ph).